Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 300 mg/dl with moderate ketones, nausea, and thirst. The patient reportedly discontinued pump therapy. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting could not determine a cause for the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 and the last bolus delivery occurred on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. No errors, alarms, or warnings occurring during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.